Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2013 with the following findings: a force sensor pin was found to have an intermittent connection. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 1/14/2013 with the following findings: the force sensor pins were found to be seated in the socket, however the solder connections were not intact. The solder connection was found to be fractured at the force sensor pin causing an intermittent connection. During evaluation the pump was able to rewind, load and prime successfully.